Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.

Event description:
The complainant reported that the aic (automated impella controller) had a broken purge clip. The aic was removed from service. No patient was involved.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed.